Event description:
Institution has 120 infusion pumps. These units are 22 months old, and 160 batteries have already been replaced. MFR is unable to explain the high failure rate. The pump "alerts" low battery when approx 15 minutes of battery power remains. As the voltage drops, the "alert" becomes an "alarm" and the pumping action stops. Stopping the pump is to keep the battery from being damaged. However, the pump has stopped the delivery of medication to the pt. A damaged battery does not show up until a future user tries to run a pump on battery power. The pump will "alarm" and stop pumping immediately after being unplugged. Once again, the delivery of medication has been stopped.